Event description:
The customer called requesting assistance with priming and filling the cannula. The caller stated that the paramedics were called due to her high blood glucose of 396mg/dl. The customer has an infection and was taking a medication, which may have caused the glucose level to rise. The customer also mentioned being hospitalized in may 2013 and in coma for three weeks, but it was non diabetes related. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.